Event description:
It was reported that the user¿s ilet system experienced an infusion set and cartridge issue in which the cartridge became dislodged and the user reinserted it without rewinding while the ilet was connected to the body, after which readings resumed. The agent educated the user that reinserting a connected cartridge can force insulin into the infusion line and provided troubleshooting guidance for failure to rewind while connected. Symptoms included hyperglycemia with a peak of 190 mg/dl. Outcomes included no medical intervention, no hospitalization, and resolution with education. Investigation included technical support review and user interview. Investigation of this case revealed user handling inconsistent with instructions, with no device alerts or alarms reported. It was concluded that the event was attributable to use-related error rather than a device malfunction.